Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) tube replacement procedure in the hepatic portal region of a patient with two previously placed stents. (Patient age, sex, and weight are unknown). During the procedure, the stent was unable to be deployed. It was noted the delivery catheter was torn prior to use. The procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. Attempts were made to obtain additional details regarding the condition of the device. No information has been provided to date. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) tube replacement procedure in the hepatic portal region of a patient with two previously placed stents. (Patient age, sex, and weight are unknown). During the procedure, the stent was unable to be deployed. It was noted the delivery catheter was torn prior to use. The procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed, the stent was loaded onto the guide catheter. The pullwire was kinked at the ramp window. The push catheter was not broken, torn or split. The guide catheter was free of damages. The stent assembly was slightly deformed. A functional evaluation revealed, the guide catheter retracted and the stent was deployed without any anomalies. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is not confirmed. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.